Event description:
The company became aware of the death of a pt after reading about a fire in their home in the local newspaper. Since the pt was on one of the co's units, the co will investigate the cause of the incident.